Event description:
Healthcare professional reported right side capsular contracture, baker grade ii, "the breast is hard, but maintains a normal appearance" with silicone perspiration, folds, waves, and rotation. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: gel bleed.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii, "the breast is hard, but maintains a normal appearance" with silicone perspiration, folds, waves, and rotation. Healthcare professional later reported capsular contracture baker grade I. The device has been explanted and replaced.